Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify and imdrf annex a, b, c, d,g codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module over infused medication. There was patient involvement but no harm.

Manufacturer narrative:
Omit : a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected. Additional information : imdrf annex a, c, d and g codes.

Event description:
It was reported that the pump module over infused medication. There was patient involvement but no harm.

Event description:
It was reported that the pump module over infused medication. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.